Manufacturer narrative:
The treatment tip was returned to service. The tip passed the flow, leak, and thermistor tests. The tip failed visual inspection as dielectric breakdown was observed. Functional testing was unable to be performed due to the presence of dielectric membrane on the tip which confirmed the customer's complaint of a black spot on the tip. Defects on the tip membrane can lead to a raise in temperature of the tip during treatment and can potentially cause patient burns. It is unknown how this damage occurred as all treatment tips are visually inspected during manufacturing. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. At this time, no CAPA is necessary.

Event description:
A user facility reported a black spot on the thermage cpt tip during treatment with 828 pulses remaining. The tip was immediately changed, and the patient checked for any consequence. There was no patient injury. The tip was returned and evaluated by service to which dielectric breakdown was observed. Therefore, this case meets the criteria for reporting a malfunction.